Event description:
Customer called to report that the synchron lx clinical system, model lx20 pro, generated erroneously low creatinine results over two days. The results were reported and then amended; there was no death, injury or change to patient treatment attributed to or associated with this complaint. The field service engineer (fse) inspected the instrument and replaced the tricontinent reagent syringe on the creatinine module due to what appeared to be dried reagent noted at the base of the syringe as a precautionary measure. The old style stirrer motor within the creatinine reagent was replaced with a newer style motor, after which an acceptable precision run was performed. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
Please note that an additional medical device report was filed as MDR #2050012-2012-01323 ((B)(4)) to document the results generated on (B)(4) 2012. (B)(4).